Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse ran multi-diluent 11 in replicates of 30 which were acceptable. Quality controls were run, resulting within range and a precision run was acceptable. The cause of the discordant, falsely high tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp, instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp resulting lower. After service was performed on the original advia centaur cp instrument, the sample was retested, resulting lower and matching the result obtained on the other instrument. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.